Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the device. The testing result cleared the german guideline. Cracks on the light guide lens. Damage of the glue around the lenses. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device has not been returned to omsc. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the instrument channel of the subject device tested positive for mycobacterium lentiflavum. The customer reported that the subject device was reprocessed according to the instruction for use. The subject device had been reprocessed using an olympus automated endoscope reprocessr model etd3 (not available in the u.s.). There was no report of infection associated with this report.